Event description:
It was reported that there were concerns of a premature battery depletion on this implantable cardioverter defibrillator (ICD). Furthermore, there were differing longevity estimates given over the last few weeks. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion consistent with hydrogen degradation of a component. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of a premature battery depletion on this implantable cardioverter defibrillator (ICD). Furthermore, there were differing longevity estimates given over the last few weeks. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion consistent with hydrogen degradation of a component. A boston scientific technical services (ts) consultant recommended device replacement. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns of a premature battery depletion on this subcutaneous implantable cardioverter defibrillator (s-ICD). Furthermore, there were differing longevity estimates given over the last few weeks. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion consistent with hydrogen degradation of a component. A boston scientific technical services (ts) consultant recommended device replacement. The device was explanted and replaced. No adverse patient effects were reported.